Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification of anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use. (B)(4). Device not returned for analysis.

Event description:
(B)(4). It was reported that during a coronary artery stenting treatment heart failure occurred. Three diseased vessels were identified with 3 lesions being treated. Target lesion #1 was located in the circumflex (cx) artery with 3mm reference vessel diameter, 21mm lesion length, 90% pre-procedure and 10% residual stenosis post-procedure. Attempt made for direct stenting failed due to "calcification." A 3.0x24mm liberte bare metal stent (bms) was implanted. Additional procedure performed described as iabp for heart failure. Target lesion #2 was located in the left anterior descending (lad) artery with 3mm reference vessel diameter, 10mm lesion length, 60% pre-procedure stenosis and 5% residual stenosis post procedure. A 3.0x12mm liberte bms stent was implanted. No attempt made for direct stenting. Target lesion #3 was located in the right coronary artery (rca) with 3mm reference vessel diameter, 50mm lesion length, 75% pre-procedure stenosis and 8% residual stenosis post procedure. Attempt made for direct stenting failed due to "calcification." A 3.0x32mm liberte bms stent was implanted. An additional liberte stent was implanted due to the lesion length. Procedure was documented as a technical success. Patient was discharged eight days later with no current anginal complaints or silent ischemia. Discharge medications included asa 100mg/day for 12 months and clopidogrel 75mg/day for 12 months.